Manufacturer narrative:
This report is being supplemented to provide additional information based on final investigation. Updated fields: h7 and h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that there was an intermittent image loss with the bronchovideoscope. The issue occurred during a bronchoscopy procedure with the device inside the patient. The procedure was completed with the same device with delay of less than thirty minutes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found charged couple device unit was broken causing image problems. In addition, the device evaluation found the plastic distal end cover of the insertion part was burned. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure indicating expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.